Event description:
Discomfort. Two pts experienced the catheter sticking when they pulled it out.

Manufacturer narrative:
Actual devices returned. Since the samples returned have been used, the coating on the catheter is no longer available for evaluation. The catheters returned have been analyzed and show no defects. Batch documentation has also been reviewed and reveals no deviations. Based on this info the complaint could not be confirmed as reported.